Event description:
Clinical adverse event received for knee swelling left. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).